Event description:
It was reported that during a lap cholecystectomy, the device jammed and would not open. The clips were dropping and they pulled off the tissue. A like device was used to complete the case. No pt consequences were reported.